Event description:
It was reported to boston scientific corporation that a flexima¿ biliary stent was used in a procedure performed on (B)(6) 2014 in the bile duct. According to the complainant, during the procedure, the physician attempted to deploy the stent, but met resistance when withdrawing the guide catheter. The guide catheter was only able to be retracted to a certain point, therefore, the stent failed to deploy. The physician removed the device from the patient and completed the procedure with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good." This event has been deemed a reportable event based on the investigation results; stent kink. Please see block h10 for full investigation details.

Manufacturer narrative:
Investigation results of stent kinked. A visual evaluation found that the stent was bent in several locations. The guide catheter was stretched and bent in several locations. The push catheter was kinked and bent in several locations. Residue was found in the gap between guide catheter and stent. A functional evaluation for stent deployment was performed by pulling the guide catheter with the device laid down semi straight. The guide catheter started stretching at the handle and would not retract. The stent failed to deploy. Based on the product analysis, it is likely that procedural / anatomical factors were encountered during the procedure which may have limited the overall performance of the device. A device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the delivery system to bend/coil leading to kinks and bends in the device. Once the device is severely kinked/bent, the device would fail to deploy the stent. In addition, residue buildup in between the stent and guide catheter could have caused further resistance contributed to failure to deploy the stent. Force to deploy the stent could cause stretching of guide catheter. Therefore, 'operational context' is selected as the most probable root cause for the complaint.